Event description:
Needle broke off inside the patient in between lumbar vertebra during CT guided spinal biopsy procedure. No patient injury.

Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): one (1) used sample was received in a biohazard container. The needle was too big to properly fit inside the container, which caused the needle to bent, however, this did not damage the sample for evaluation. During visual inspection it was noticed that the stylet was broken on the notch. Failure mode could be confirmed. Device history record review could not be performed since lot number was not provided for evaluation. No issues related to equipment/machine were found during the investigation. It is not considered equipment/machine to be related to failure mode reported. Most probable cause could not be determined since no issues were found during the applicable manufacturing, inspection and packaging processes that can relate personnel or method with the reported failure. The issue will continue to be tracked and trended. The initial medwatch reported the model number as act1811 and the actual product received from the customer was act2015.